Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument had a damaged tip. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of damage to the conductor wire (black wire) at the instrument wrist. The damage related to the monopolar curved scissors instrument. Damage was located at the tip. There was no report of material missing or detached from the portion of the device that enters the patient¿s body. No thermal damage. No damage noted after completion of procedure, in sterile processing department.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the tip/middle of the blade. Both blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage. The complaint regarding a damaged tip was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.